Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. Similar to device with 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event event according to complainant: tevar eas performed with both proximal and distal component. All went well until it was time to deploy the distal component. Proximal graft was very nicely put in place before. When deploying the distal component all was good with pullback of the sheath to deploy the graft. It was pulled back all the way til the black handle, as it was supposed to be. When the physician had opened the safety nob on the black handle and started pulling down to deploy the distal bottom stent the outer sheath did not come all the way down and one barb was caught in it. The physician could do part 3 in the deploying sequence and open the graft proximally and pull down the distal safety wire by turning the blue handle. But when he was supposed to pull down the outer sheath he found out the sheath was stuck in one barb. He tried to turn the sheath in order to get free but it didn't help. Then he went up with a snare from the other groin and over the wire from the sheath and then he pulled down the sheath with the snare. Then it was pulled of the barb. No harm was done to the patient. The distal graft was still in place. And it was no problem to pull out the sheath from the femoral artery. The sheath was a bit pulled apart in the proximal end. Patient outcome: the patient did require any additional procedures due to this occurrence: the physician went up with a snare from the other groin and over the wire from the sheath to pull off the barb. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). Expiration date: unknown as lot# is unknown. Similar to device under 510(k) p140016. (B)(4). Summary of investigational findings: the investigation of the returned device identified damage on the tip of the flexor sheath. In addition, the length of the parts that can be responsible for the reported event was measured and nothing indicates that the device was not manufactured according to specification. Further investigation on the reported releasing difficulty and the confirmed damage on the flexor sheath revealed the most likely root cause to be related to the steps in the deployment sequence where it can be assumed that the sheath was not pulled back after unlocking the gray safety-lock knob. Skipping this step can likely result in unsheathing the distal end of the bare stent as the sheath covers part of the bottom cap. No evidence to suggest that the device was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: tevar was performed with both proximal and distal component. All went well until it was time to deploy the distal component. Proximal graft was very nicely put in place before. When deploying the distal component all was good with pullback of the sheath to deploy the graft. It was pulled back all the way till the black handle, as it was supposed to be. When the physician had opened the safety knob on the black handle and started pulling down to deploy the distal bottom stent the outer sheath did not come all the way down and one barb was caught in it. The physician could do part 3 in the deploying sequence and open the graft proximally and pull down the distal safety wire by turning the blue handle. But when he was supposed to pull down the outer sheath he found out the sheath was stuck in one barb. He tried to turn the sheath in order to get free but it didn't help. Then he went up with a snare from the other groin and over the wire from the sheath and then he pulled down the sheath with the snare. Then it was pulled of the barb. No harm was done to the patient. The distal graft was still in place. And it was no problem to pull out the sheath from the femoral artery. The sheath was a bit pulled apart in the proximal end. Patient outcome: the patient did require additional procedures due to this occurrence: the physician went up with a snare from the other groin and over the wire from the sheath to pull off the barb. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence